Event description:
Information received from the field notes that a transtele- phonic check found that the patient's rate was 40 bpm. The magnet response was 59.8 ppm. During an office visit, interrogation revealed that the device was in back-up mode.